Event description:
It was reported that the programmer's external printer was broken. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the initial customer comment that the programmer would not print and noted that the device had a "not operational" error, though the external printing worked as expected. The printer was replaced. Analysis also found that the system fan was noisy and it was replaced and that the programmer's common mode/wrist electrode functional test was out of specification and therefore the link electronic module (lem) board was replaced. (B)(4).